Manufacturer narrative:
The device was returned for analysis. The reported outer member tear was confirmed. The reported activation failure could not be confirmed due to the condition the device was returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with other devices and/or inadvertent mishandling resulted in the reported torn outer member; thus, resulting in the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following information was reported: a hole or tear was noticed in the inner and outer member. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 80% stenosed lesion in the left main (lm) to the left anterior descending (lad) artery. A 2.75x38mm xience xpedition drug eluting stent (des) was advanced to the lesion; however, the balloon completely failed to inflate. All of the connections were checked but they could not get the balloon to inflate. The des was removed, and another xience xpedition des was used to successfully complete the procedure. There was no reported adverse patient effect and no clinically significant delays in the procedure. No additional information was provided.